Event description:
The customer reported erroneously elevated potassium (k) results, for one patient, involving au681 clinical chemistry analyzer. One sample generated a result of 19.1 meq/l and recovered a result of 3.3 meq/l after reanalysis. Subsequent testing of the same sample on an alternate analyzer generated a result of 3.4 meq/l. Another sample generated a result of 18.8 meq/l and recovered a result of 3.1 meq/l after reanalysis. The customer indicated all system maintenance was completed and current. Ion selective electrolyte (ise) calibrations and quality control were within specifications. The customer noted there were no bubbles in the ise syringe or the ise flow cell. The customer stated beckman coulter field service engineer (fse) assessed the instrument on site and replaced the ise solenoid to resolve the issue. Instrument performance validated within the manufacturer's published performance specifications. The erroneous potassium results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The instrument was in normal operation.